Event description:
It was reported that the customer stopped using his insulin pump due to the constant no delivery alarms he received. His blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-86008 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.